Manufacturer narrative:
The paragon calcar mill female cutouts (gm08001-354-00) lot j15-225 were received from hamagawa on 17 february 2016 with all required documentation such as the certificate of conformance and raw material certificates attached. All parts in lot j15-225 were in specification. Historical use of the paragon calcar mills indicated an extended usage history with no complaints related to femur fracture or to the teeth/cutting profile. A combination of use of the sharper female cutouts calcar mills with the powered device set to the slower rotational setting as well as pushing down onto the calcar before activating the powered device may have led to an increased torsional effect on the proximal femur and subsequent bone fracture. In this case, reaming at maximum rotational speed as well as allowing the powered device to reach the maximum rotational speed before contacting the bone will reduce the risk of femoral fracture. This is a combined initial and final report. The case is considered closed by the manufacturer.

Event description:
Tha with the paragon hip was performed on (B)(6) 2020. The calcar mill was used to perform this surgery. There was a size 8 broach in situ so the smaller mill was used. During the milling process, the surgeon fractured the femur and used a cable to prevent the fracture from propagating.